Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to confirm keypad unresponsive due to blank display. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 146 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised to remove battery for 10 minutes and the insert a new battery. The customer will call back after pump rest.